Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited a possible fracture, no capture while pacing, high undefined impedance, noise and no sensing. The rv lead was capped and replaced. It was further reported that the replacement right atrial (ra) lead exhibited placement difficulty, high thresholds and poor sensing through the analyzer. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.